Manufacturer narrative:
(B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-03122. It was reported during a lead revision surgery on (B)(6) 2022 (manufacturer report number: 1627487-2022-01736) the leads were accidently moved. Surgical intervention took place wherein the leads were explanted, replaced, and therapy is not effective. Surgical intervention may take place at a late date.

Manufacturer narrative:
It was reported to abbott that during a lead revision surgery the leads were accidently moved. Surgical intervention took place wherein the leads were explanted, replaced, and therapy is not effective with the newly implanted leads. Therapy remains off without programming until patient is adequately recovered. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.